Manufacturer narrative:
(B)(4).

Event description:
Attorney alleges that the patient experienced internal trauma, including bowel perforation, as the result of fractured leads the d egree of infection due to the duodenal perforation resulted in the prolonged hospitalization."

Event description:
Received info the pt experienced a loss of therapeutic effect possibly due to battery end of life. Add'l info received on (B)(6) 2011 reports the pt was experiencing nausea and vomiting. Her physician did an x-ray and discovered that the pt had 1.5 inches of old lead (distal) left in her stomach area that had migrated and was close to the duodenum. The pt was not aware any parts of the old system were left implanted when the new system was placed on (B)(6) 2010. When the device was interrogated prior to replacement last year the physician and MFR's rep were unable to get any impedance readings. X-rays looked as if the leads were cut. During the operation, the physician found the device had been flipped multiple times in the pocket, leads were twisted and broken, possibly due to "twiddler's syndrome". The pt was investigating her options and trying to decide whether to remove the migrated lead. She was looking for a new physician to consult. Add'l info has been requested and if received a follow up will be sent.